Event description:
High shock impedance (>150ohms) reported. Iegm showed some noise on far field channel. Patient evaluated in clinic and rep was unable to reproduce any out of range impedance values or noise on the lead. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.